Event description:
A tandem mobi cartridge alarm was reported by the customer, confirmed as cartridge alarm 30 during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their blood glucose level. Technical support resolved the issue by sending the customer a replacement pump, advising them to use manual injections as backup therapy, and providing instructions on returning the faulty pump.